Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states they had unresponsive buttons. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform functional testing, including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant blank flashing white light on the display and constantly beeping. The pump turned off normally when holding the back button with the test battery out of the battery compartment. The back button functioned properly. The insulin pump passed the leak test. No unlocked j1 printed circuit board keypad connector during our visual inspection. No damage in the keypad assembly noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.